Event description:
Olympus med system corp (omsc) was informed that while in the bronchoscopy, the operator felt resistance when the scope was pulled out of the endotracheal tube, the operator removed the scope with the tube from the pt and the tube was cut open and it was found that a part of the rubber at the bending section of the subjective device was loose. Before the procedure, a ky gel had been put on the scope and the operator entered the scope in the tube without any problems and the operator brought the scope down or up through the tube. While in the procedure, approx 2.5 cm of rubber came off and it was retrieved. There was no pt harm reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed MDR retrospective review and found that this supplemental report is required on december 24, 2015. The subject device and an endotracheal tube that was used in combination were returned to olympus for evaluation. The evaluation revealed that the bending rubber was cut and detached at 30 mm from the distal end, and the rubber in the distal end was folded. Scratch marks were observed on the remaining bending rubber. In addition, the bending tube was detached from the insertion tube. It was confirmed that, with no lubricant adequately applied to the insertion tube, an endoscope gets stuck within the tube. Based on the above investigation result, it is considered that the scope got stuck due to insufficient lubrication and, under the above situation the endoscope was forcibly pulled out of the endotracheal tube, which caused the drop-off of the bending rubber.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause could not be conclusively determined at this time. The mfg history was reviewed, with no irregularities related to this problem noted. If additional info becomes available at a later time, this report will be supplemented.